Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was bigger than the older device. A revision was performed, and the device remains in service. No additional adverse patient effects were reported.